Manufacturer narrative:
On august 12, 2024, nakanishi received an email from a distributor ((B)(4)) stating that they received a notification from the FDA regarding a correction needed to the MDR (9611253-2024-00036). Therefore, nakanishi is including the related report number (1422375-2024-00018) in the corresponding block h10 and submitting this follow-up report.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p10 scaler tip [lot no. 238]. There were no problems observed during manufacturing or testing noted in the DHR. There were no repair history records since the device is a consumable. B) nakanishi conducted a visual inspection of the returned device. Nakanishi observed breakage around the water irrigation hole on the tip. Nakanishi also observed fatigue fracture appearance on most of the broken surface of the tip. C) nakanishi took photographs of the tip and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified from the findings in the visual inspection that the cause of the breakage of the returned scaler tip was stress on the device. Nakanishi considers the possibility from similar events that nakanishi has experienced in the past that the combined influences by a heavy load and a strong impact such as dropping on the device could result in the reported scaler tip breakage. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the breakage of the device, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, (B)(4), under report number 1422375-2024-00018.

Event description:
On july 9, 2024, nakanishi became aware of a malfunction of an nsk scaler tip through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: - the event occurred on june 17, 2024. - the dentist was performing a dental procedure of a patient using the p10 scaler tip (lot no. 238). - during the procedure, the scaler tip broke off in the patient's mouth. - the dentist was able to retrieve it, there was no patient injury.